Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two balloons. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted that the valve seals, locking collars, and balloons appeared to be intact. The balloons were inflated; no leaks were observed in device one. A leak was observed between the valve seal and valve door in device two. The flapper valve and the locking collar functioned properly. The initial review of the complaint by engineering verified the observations made by the pmv investigator. The root cause for the leak between the valve door and the valve seal is associated to improper handling and use of the device on the intervention. The balloon is required to be inflated with a laparoscopic device while it is inserted on the patient. The leak between the valve seal and the valve door can be associated to the further handling to which the device was subjected under the intervention. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter prior to use, the balloon could not be formed due to an air leakage in the seal. A new device was used to complete the operation. No patient injury. Patient is stable.